Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's report that the maxguard connector leaked. The customer stated the connector has been discarded and is not available for failure investigation.

Event description:
Customer reports leakage from the maxguard connector while infusing flolan through multilumen catheter via a PICC line using an alaris pump. The patient did experience "compromised hemodynamics" due to the interruption in flolan therapy. Although requested, no additional patient or event information was provided. Manufacturer report number: 9616066-2014-00563. (B)(4).